Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the nerve guide wire gently explored through the occluded part of the m1 segment of the middle cerebral artery to the m2 segment. Entered the m2 segment of the microcatheter, withdrew the nerve guide wire, and microcatheter smoke displayed that in the true lumen of the middle cerebral artery. Due to the tortuous path, react68 was delivered to the end of the internal carotid artery, the drip was turned off, and negative pressure aspiration was planned through react68. It was found that there was no pressure during aspiration. After removing the react68, it was found that the tip end was kinked and broken, so a new react68 was replaced and the surgery continued. There was a catheter leak in the distal section, it had been inspected/tested prior to use, the leak was observed during use. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU.   The patient was undergoing surgery for treatment of catheter embolectomy for acute thrombosis of right middle cerebral artery occlusion. Access vessel was femoral artery with a 6mm diameter. It was noted the patient's vessel tortuosity was severe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the operation, it was found that the catheter was leaking, but it was not clear whether it was caused by the kinking of the catheter.

Manufacturer narrative:
H3: the catheter tip and marker were found to be flattened. The catheter body was kinked at 28.7cm and 64.5cm from the distal tip. No flash or voids molded were observed in the hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.